Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 19805823/19805823.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned by the medical facility.